Event description:
It was reported that during deployment of a vascular stent in the sfa, the deployment trigger became unresponsive after the distal end of the stent deployed. The delivery system and partially deployed stent were removed together as one unit without incident and another vascular stent was successfully deployed. No pt injury was reported.

Manufacturer narrative:
The lot number has been provided and the device history records are being reviewed. The investigation is currently underway.